Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received a button alarm. Customer was educated to keep items from pressing on the button to prevent this alarm from occurring. However, customer stated that nothing was pressing on the button. There was no adverse effect to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.